Event description:
Unit has rom crc error. Unit was in a van on cigarette lighter adapter with air conditioning. The audible alarm did not sound during the incident. Rptr stated that while driving her van (new), the vent stopped worked (they "thought" they saw rom flash in the led screen) and they state they heard no alarms. The nurse bagged the pt home (approx. 20 mins.) And pt placed on back-up vent. No pt harm.